Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported the hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 500 mg/dl. Customer did not bolus for every meal and wasn't wearing the insulin pump. Customer also had the flu. Nothing further reported.